Event description:
Pt complained of leaking cadd tubing from the filter area. Unable to provide lot numbers but advised pt to monitor for which tube and lot number to identify the problematic lot. Added add'l tubing shipment. No further info provided. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute pt or clinical injury? No. Is the actual device available for investigation? Unk. Did we replace device? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.